Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.